Event description:
Customer reported that a pt creatinine result from a statsensor meter was 1.1 mg/dl versus a result of 3.0 mg/dl from a beckman dxc analyzer. Sample type plasma from a green top tube. Quality control run before and after the event were acceptable. No maintenance was done to device before or after the event. After the reported event comparison testing was performed between the statsensor meter and the beckman dxc analyzer without incident.